Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: UDI number was corrected. (Previously it was wrong). Box b: adverse event or product problem: describe event or problem: (previously it was wrong). The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 2 error codes found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box d: suspect medical device: device serviced by 3rdp was corrected. (Previously it was wrong). Box h: device manufacturers: evaluation method code grid, evaluation, results code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.